Event description:
It was reported that catheter break occurred. A flexima apdl was inserted into the chest area. After the procedure, the patient stated that a "pop" sound was heard. Upon examination, it was noted that the chest tube was disconnected. Oxygen level was within normal limit, stable vital signs and no respiratory distress was noted. The patient was placed into the bed. The chest tube was removed. No complications were reported and there was no harm to the patient.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported. Only the stent was returned for the analysis. It is possible to observe the stent was detached at proximal section. The reported catheter break can be confirmed as the stent was detached at proximal section. No other issues were identified during the product analysis.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 04/01/2024 as the exact event date was not reported.

Event description:
It was reported that catheter break occurred. A flexima apdl was inserted into the chest area. After the procedure, the patient stated that a "pop" sound was heard. Upon examination, it was noted that the chest tube was disconnected. Oxygen level was within normal limit, stable vital signs and no respiratory distress was noted. The patient was placed into the bed. The chest tube was removed. No complications were reported and there was no harm to the patient.